Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/chronic'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('gen. Abnorm. Bleed') in a 28-year-old female patient who had essure (batch no. A47940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, cramp in lower abdomen, smoker, vaginal discharge, dizziness, anemia, anxiety, irregular menstrual cycle, pelvic pain, uterine bleeding and palpitation. Concurrent conditions included palpitations, restless, insomnia, fatigue, weight gain, obesity, iron deficiency anemia, uterine bleeding, vaginal bleeding, acute vaginitis, multigravida, parity 4, dyspareunia, dysmenorrhea, polymenorrhagia, prolonged heavy periods, irregular menstruation and perineal pain. Concomitant products included ibuprofen for pelvic pain as well as cefalexin (cephalexin amel) from 25-mar-2016 to 26-oct-2017, ferrous sulfate from 24-oct-2017 to 24-nov-2017, hydrocodone, medroxyprogesterone acetate (depo-provera) from december 2012 to march 2013, nsaids since december 2012, paracetamol (acetaminophen) since december 2012, promethazine from 26-sep-2017 to 26-oct-2017, sulfamethoxazole from 28-jul-2017 to 26-oct-2017, tramadol from 26-sep-2017 to 26-oct-2017 and trimethoprim. On (B)(6) 2012, the patient had essure inserted. In january 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder / urinary tract / vaginal) - type: vaginal/ vag. Infect."), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In february 2013, the patient experienced anxiety ("psychological or psychiatric problems: anxiety and mental anguish/psych injury") and depression ("psychological or psychiatric problems: depression/psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder / urinary problems"), urinary tract disorder ("bladder / urinary problems") and anaemia ("blood or heart disorder/condition type: anemia"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, vaginal infection, abdominal pain, dyspareunia, bladder disorder, urinary tract disorder and weight increased had resolved and the anxiety, depression, dysmenorrhoea and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Last menstrual period 13aug2016 and regular. Discrepancy noted in date of insertion jan-2012 (summons) and (B)(6) 2012 (pfs). Received treatment for pelvic pain, abdominal pain, chronic, dyspareunia, gen. Abnorm. Bleed, psych injury, urinary problems, bladder problems, vag. Infect.,weight gain. Current weight 252 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 68.7 kg/sqm. Hysterosalpingogram - on an unknown date: essure device successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: anxiety, pelvic pain. Lot number:a47940 manufacture date: 2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: added event dysmenorrhea (cramping), blood or heart disorder/condition type: anemia. Added onset date of events. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 28-year-old female patient who had essure (batch no. A47940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, cramp in lower abdomen, smoker and vaginal discharge. Concurrent conditions included palpitations, restless, insomnia, fatigue, weight gain, obesity, iron deficiency anemia, uterine bleeding, vaginal bleeding, acute vaginitis, multigravida, parity 4, dyspareunia, dysmenorrhea, polymenorrhagia, prolonged heavy periods, irregular menstruation and perineal pain. Concomitant products included ibuprofen for pelvic pain as well as cefalexin (cephalexin amel) from (B)(6)2016 to (B)(6)2017, ferrous sulfate from (B)(6)2017 to (B)(6)2017, hydrocodone, medroxyprogesterone acetate (depo-provera) from (B)(6)2012 to (B)(6)2013, nsaids since december 2012, paracetamol (acetaminophen) since (B)(6)2012, promethazine from (B)(6)2017 to (B)(6)2017, sulfamethoxazole from (B)(6)2017 to (B)(6)2017, tramadol from (B)(6)2017 to (B)(6)2017 and trimethoprim. In (B)(6)2012, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal infection ("infection (bladder / urinary tract / vaginal) - type: vaginal"). In (B)(6)2013, the patient experienced anxiety ("psychological or psychiatric problems: anxiety and mental anguish") and depression ("psychological or psychiatric problems: depression"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, vaginal infection, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Last menstrual period (B)(6)2016 and regular. Discrepancy noted in date of insertion (B)(6)2012 (summons) and (B)(6)2012 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: anxiety, pelvic pain. Lot number:a47940, manufacture date: 2012-08, expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/chronic'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 28-year-old female patient who had essure (batch no. A47940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, cramp in lower abdomen, smoker, vaginal discharge, dizziness, anemia, anxiety, irregular menstrual cycle, pelvic pain, uterine bleeding and palpitation. Concurrent conditions included palpitations, restless, insomnia, fatigue, weight gain, obesity, iron deficiency anemia, uterine bleeding, vaginal bleeding, acute vaginitis, multigravida, parity 4, dyspareunia, dysmenorrhea, polymenorrhagia, prolonged heavy periods, irregular menstruation and perineal pain. Concomitant products included ibuprofen for pelvic pain as well as cefalexin (cephalexin amel) from (B)(6) 2016 to (B)(6) 2017, ferrous sulfate from (B)(6) 2017 to (B)(6) 2017, hydrocodone, medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2013, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012, promethazine from (B)(6) 2017 to (B)(6) 2017, sulfamethoxazole from (B)(6) 2017 to (B)(6) 2017, tramadol from (B)(6) 2017 to (B)(6) 2017 and trimethoprim. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder / urinary tract / vaginal) - type: vaginal/ vag. Infect."), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems: anxiety and mental anguish/psych injury") and depression ("psychological or psychiatric problems: depression/psych injury"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), bladder disorder ("bladder / urinary problems"), urinary tract disorder ("bladder / urinary problems"), anaemia ("blood or heart disorder/condition type: anemia"), cystitis ("bladder infection"), urinary tract infection ("uti") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, vaginal infection, abdominal pain, dyspareunia, bladder disorder, urinary tract disorder, weight increased, cystitis, urinary tract infection and vaginal discharge had resolved and the anxiety, depression, dysmenorrhoea and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Last menstrual period (B)(6) 2016 and regular. Discrepancy noted in date of insertion (B)(6) 2012 (summons) and (B)(6) 2012 (pfs). Received treatment for pelvic pain, abdominal pain, chronic, dyspareunia, gen. Abnorm. Bleed, psych injury, urinary problems, bladder problems, vag. Infect.,weight gain. Current weight (B)(6) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on an unknown date: essure device successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: anxiety, pelvic pain. Lot number:a47940 manufacture date: 2012-08 expiration date: 2015-08 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif recieved. New events: uti, bladder infection and vaginal discharge added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('gen. Abnorm. Bleed') in a 28-year-old female patient who had essure (batch no. A47940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, cramp in lower abdomen, smoker and vaginal discharge. Concurrent conditions included palpitations, restless, insomnia, fatigue, weight gain, obesity, iron deficiency anemia, uterine bleeding, vaginal bleeding, acute vaginitis, multigravida, parity 4, dyspareunia, dysmenorrhea, polymenorrhagia, prolonged heavy periods, irregular menstruation and perineal pain. Concomitant products included ibuprofen for pelvic pain as well as cefalexin (cephalexin amel) from (B)(6) 2016 to (B)(6) 2017, ferrous sulfate from (B)(6) 2017, hydrocodone, medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2013, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012, promethazine from (B)(6) 2017, sulfamethoxazole from (B)(6) 2017, tramadol from (B)(6) 2017 and trimethoprim. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal infection ("infection (bladder / urinary tract / vaginal) - type: vaginal/ vag. Infect."). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems: anxiety and mental anguish/psych injury") and depression ("psychological or psychiatric problems: depression/psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder / urinary problems") and urinary tract disorder ("bladder / urinary problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, vaginal infection, abdominal pain, dyspareunia, bladder disorder, urinary tract disorder and weight increased had resolved and the anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Last menstrual period (B)(6) 2016 and regular. Discrepancy noted in date of insertion (B)(6) 2012 (summons) and (B)(6) 2012 (pfs). Received treatment for pelvic pain, abdominal pain, chronic, dyspareunia, gen. Abnorm. Bleed, psych injury, urinary problems, bladder problems, vag. Infect.,weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: anxiety, pelvic pain. Lot number:a47940, manufacture date: 2012-08, expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. New events added: abdominal pain, dyspareunia, bladder problems, urinary problems, gen. Abnorm. Bleed, weight gain. Outcome of the events abdominal pain, dyspareunia, bladder problems, urinary problems, gen. Abnorm. Bleed, weight gain, abnormal bleeding (vaginal), menorrhagia, vaginal infection were updated to recovered/resolved. Outcome of the event pelvic pain was updated to recovered/resolved from recovering/resolving. Reporter's information was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year-old female patient who had essure (batch no. A47940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, cramp in lower abdomen, smoker and vaginal discharge. Concurrent conditions included palpitations, restless, insomnia, fatigue, weight gain, obesity, iron deficiency anemia, uterine bleeding, vaginal bleeding, acute vaginitis, multigravida, parity 4, dyspareunia, dysmenorrhea, polymenorrhagia, prolonged heavy periods, irregular menstruation and perineal pain. Concomitant products included ibuprofen for pelvic pain as well as cefalexin (cephalexin amel) from (B)(6) 2016 to (B)(6) 2017, ferrous sulfate from (B)(6) 2017 to (B)(6) 2017, hydrocodone, medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2013, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012, promethazine from (B)(6) 2017 to (B)(6) 2017, sulfamethoxazole from (B)(6) 2017 to (B)(6) 2017, tramadol from (B)(6) 2017 to (B)(6) 2017 and trimethoprim. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal infection ("infection (bladder / urinary tract / vaginal) - type: vaginal"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems: anxiety and mental anguish") and depression ("psychological or psychiatric problems: depression"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, vaginal infection, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Last menstrual period (B)(6) 2016 and regular. Discrepancy noted in date of insertion (B)(6) 2012 (summons) and (B)(6) 2012 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: anxiety, pelvic pain. Most recent follow-up information incorporated above includes: on 16-aug-2019: plaintiff fact sheet and medical records received. Lot number added. Event pelvic pain make incident. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), infection (bladder / urinary tract / vaginal) - type: vaginal, psychological or psychiatric problems: anxiety, depression and mental anguish. Outcome of event pelvic pain were updated. Reporter information, aka name, medical history, concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.